Manufacturer narrative:
An event of left bundle branch block post tavr was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was a result of dual chamber pacemaker implant. The surgical intervention was a result of dual chamber pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25 navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the activated clotting (act) levels were 118-124s and was heparin administered. The valve was not implanted due to incompatible with anatomy. A new 27mm navitor valve was chosen with a new large flexnav delivery system. The valve was successfully implanted. Post tavr, the patient had significant intraventricular conduction delay/atypical left bundle branch block (lbbb). The qrs duration was 75 milliseconds and qrs duration was prolonged to around 138 milliseconds. On (B)(6) 2025, a dual chamber pacemaker was implanted.